Event description:
It was reported that this patient has had a history of inappropriate shocks due to oversensing of huge shifts in morphology. Recently, the patient has received an inappropriate shock due to poor sensing amplitudes with some muscle noise. No changes in programming have been reported at this time and the patient is being monitored. No adverse events were reported.